Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a leak. No tears or holes were visible in the balloon. A microscopic examination of the balloon material identified no issues. All blades were fully bonded onto the balloon with no issues identified. A visual and tactile examination identified a rupture on the shaft located at the guidewire exit port and measured approximately 2mm in length. A shaft polymer extrusion kink was also identified at the proximal end of the proximal markerband. No other issues were noted. The device was attached to an encore inflation device and positive pressure was applied. A leak was identified from the rupture on the shaft that was located at the guidewire exit port. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 32mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed, 32mmx3.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The balloon was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.